Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2013-08601 and 2134265-2013-08548. It was reported that pullback failure occurred. During a percutaneous coronary intervention (pci), it was noted that the motor drive unit (mdu) was unable to perform its automatic pullback function. Manual pullback was attempted. The procedure was completed with another of the same device. Functional check was performed after the procedure. They were unable to determine which device had caused the pullback failure. They thought that the failure might have been caused by either mdu failure or the catheter used was mistakenly connected together with the sterile cover. Subsequently, the mdu was exchanged. No patient complications were reported and the patient's status is good.